Manufacturer narrative:
Concomitant products: 407645 lead, implanted (B)(6) 2012.

Event description:
It was reported that the patient experienced a syncopal episode. Follow up with patients clinic determined the implantable cardioverter defibrillator (ICD) was functioning normal. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.